Event description:
It was reported that the insulin pump alarmed failed battery test. The first blood glucose reading was 70 mg/dl, and the second was 121 mg/dl. The customer had replaced the battery with a fresh one and the alarm recurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump failed the battery test due to a corroded battery tube. The unit was also received with a minor scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.